Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions. The device investigation found that the downstream pressure plate was getting stuck causing the pump to under infuse. This was due to a dried contaminate from fluid intrusion. The door and all the door components were replaced.

Event description:
It was reported that a spectrum pump failed the flow rate test during preventive maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.